Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After a guide wire crossed the lesion, pre-dilation was performed using a semi-compliant balloon. Lesion area was then checked through intravascular ultrasound. A 4.00x38mm synergy drug-eluting was advanced but failed to cross the tortuous area before reaching the target lesion. A non-bsc guide extension catheter was then used and the device was re-advanced but still failed to cross. When the device was removed from the patient's body, stent strut was found to be lifted. The procedure was completed with a non-bsc stent. No patient complications nor injuries were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After a guide wire crossed the lesion, pre-dilation was performed using a semi-compliant balloon. Lesion area was then checked through intravascular ultrasound. A 4.00x38mm synergy¿ drug-eluting was advanced but failed to cross the tortuous area before reaching the target lesion. A non-bsc guide extension catheter was then used and the device was re-advanced but still failed to cross. When the device was removed from the patient's body, stent strut was found to be lifted. The procedure was completed with a non-bsc stent. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a synergy ous, mr, 4.0x38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the mid section damaged with struts distorted, bunched and overlapping. The undamaged crimped stent outer diameter (od) was measured and is within the maximum crimped stent specification, indicating that there were no issues with the crimp stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during the attempt to withdraw the device. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues noted during analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).